Event description:
It was reported that when using the bd pyxis¿ medstation¿ es drawer does not open to recover drawer space. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 20-jun-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, a clinical complaint specialist (ccs) confirmed that the issue was resolved by the customer within the hour. The field service engineer (fse) further confirmed that there were no issues with the device and the customer confirmed that drawer was functioning properly. The system functioned as intended after the field service engineer investigated the issue.